Manufacturer narrative:
The balloon of the .035¿ genesis 8.0 x 39 stent mounted on an opta pro stent delivery system (sds) burst after many inflations. There was no reported patient injury. Additional information has been requested. A device history record (DHR) review of lot 17352513 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The procedural factor of repeated inflations within a previously deployed stent may have contributed to the reported event. According to the instructions for use ¿the safety and efficacy of the palmaz genesis peripheral stent on opta pro .035" delivery system have not been established for use in patients for treatment of atherosclerotic disease of the femoral artery. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
It is unknown if the device will be returned for analysis.  A review of lot 17352513 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the .035 genesis 8.0 x 39 stent mounted on powerflex stent delivery system (sds) burst after many inflations. There was no reported patient injury.